Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to be alarming 1140. The carrying pouch was wet this was found to be caused by a leaking bag. The patient received a new pump to finish the remaining dose. No adverse events were reported.

Manufacturer narrative:
During the evaluation of the returned device, a leak was found fleeing from the bonding between the tubing and the pump tube confirming the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.